Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and feet infections.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. Patient's wife reported that the cgm was displaying a blood glucose (bg) value of 220mg/dl, compared to the bg meter which displayed 400mg/dl. Patient's wife stated that due to the inaccurate readings, the patient's foot become infected. The patient was hospitalized due to the infection. The patient was advised not to wear the cgm system due to the inaccuracies. Patient's wife was not able to provide names of medication patient was taking, but stated the patient was currently receiving IV drops. At the time of contact, the patient was in good condition. No additional event or patient information was provided.